Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an scs system from a different manufacturer. During the procedure to replace the scs system, the surgeon found that the replacement lead was unusable due to invalid impedances. The surgery was successfully completed using a different lead. Effective stimulation was achieved following the procedure. It was noted tha the procedure was extended y 20 minute as a result of the reported issue.